Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, cracks were identified in the connection tube; however, the cause for the cracks was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 underwent a thorough analysis. The pump was visually and microscopically examined. It revealed the tubing had been cut down to the pump block and was not returned for analysis. Functional testing of the component revealed that the pump did not pass the activation test. Although product analysis could not confirmed the reported allegation of a hole in the tube, the pump not passing the activation test could affect the functionality of the device and contribute to the reported mechanical issues.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, cracks were identified in the connection tube; however, the cause for the cracks was not detailed by the facility. Following the intervention the patient was stable and improved.